Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the one-month follow-up visit for an outpatient, an attempt was made to replace the foley catheter, but it could not be removed. The removal was completed by injecting a large amount of water into the balloon and causing it to rupture. According to the CT images, the on-site team mentioned there was a suspicion that the balloon's interior was double layered. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The product had caused the reported failure. Inspected the catheter and found no abnormalities observed. No damage on the returned catheter. Balloon catheter was able to inflate and deflate without difficulties. Based on the balloon appearance, it noticed that there are uneven sac thickness that leading to sac closed under eye that occurred catheter difficult to remove. A potential root cause for this failure could be due to uneven sac thickness. A review of the device labeling have been conducted for investigation purposes and was found adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the one-month follow-up visit for an outpatient, an attempt was made to replace the foley catheter, but it could not be removed. The removal was completed by injecting a large amount of water into the balloon and causing it to rupture. According to the CT images, the on-site team mentioned there was a suspicion that the balloon's interior was double layered. It was unknown what medical intervention was provided.